Event description:
It was reported that an ilet user attempted to pair a new freestyle libre 3 plus sensor with the ilet mobile app, initially received a pairing failed alert, and after guided troubleshooting successfully re-scanned the sensor and the pump entered the sensor warmup period. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included technical support troubleshooting and user re-education on proper pairing and scanning steps. Investigation of this case revealed that the initial pairing failure was resolved through re-scan without device replacement. It was concluded that the device functioned as expected after successful re-pairing and that no further action was required.